Event description:
Additional information was received from the consumer 2019-03-04. It was reported when they first put the scs in he was getting tingling down just one leg, particularly if he coughed or sneezed. They said that was normal, especially with it being new, and not to worry about it and eventually it would go away but it is still doing that. The patient was not getting pain relief that he was getting, and now he is worse instead of better. The patient mentioned he had the right knee replaced 3 different times and the tingling is just down his right side. The patient had fallen because his right leg did not hold him, and he went to physical therapy and they asked if it was his back or if his knee was causing his back to hurt worse because he is walking with a cane and limping. The patient had surgeries approximately 6 weeks apart, so his back never healed completely before they did the knee replacement. The patient has a lot of metal on his right side and wondering if that is causing the tingling to be worse on the right side. There are times he c an't stand or sit because of his back pain and they want him to stay off his knee more but the more he sits and lays the worse his back feels worse. There have also been times where he laid down and it zapped him hard. The patient has turned it up get more relief but if he sits just right the tingling feels like voltage shooting down the right leg. The patient mentioned previous medical history stating that many years ago he had a pinched nerve and did not want back surgery and tried different things like chiropractic work and it got better. The patient was redirected to their healthcare provider (hcp) to discuss symptoms and potential reprogramming. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they had zapping and uncomfortable stimulation related to positional movement. The patient stated the stimulation turned on while they were in a recliner and the stimulation was zapping him constantly from hip to the toe on the right side. The patient noted that this happened again when they were in bed the night before the report. The patient lowered the setting and then turned off stimulation for a while and it seemed to normalize so he turned stimulation back on. When the patient sat down, however, it happened again and the patient ended up turning stimulation off completely as it felt uncomfortable regardless of body position. The patient mentioned when he sneezed or coughed the intensity doubled. The change in therapy or symptoms was considered sudden. The patient had an appointment to turn on the sensor with the manufacturer representative in three weeks. The indication for use was non-malignant pain.